Event description:
It was reported that the patient experienced hyperglycemia after the connector adaptor on the infusion set was found out of its locked position, and tightening the adaptor promptly reduced glucose values. Symptoms included feeling tired during the hyperglycemic episode. Outcomes included elevated blood glucose peaking at 321 mg/dl for approximately four hours without ketone testing, backup therapy, medical intervention, or alerts above 300 mg/dl for over 90 minutes, and the patient returned to range after the adaptor was secured. Investigation included review of use history and event chronology with follow-up confirming resolution after reseating the connector. Investigation of this case revealed that the connect adaptor was not fully secured or became dislodged, consistent with a connection or attachment problem of the infusion set connector that interrupted insulin delivery. It was concluded, based on previously established findings for similar reports, that user handling and connection integrity were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.